Event description:
Information received indicates the bed is shutting off and on.

Manufacturer narrative:
The technician found a high current reading during an electrical test and discovered the power cord was broken at the switch. The technician replaced the power cord to repair the bed.